Manufacturer narrative:
H3, h6: the product, navio surgical system us, npfs02000, (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may be associated with a component failure or a software issue. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a navio tka procedure, the system would not collect the mesh for the femur. They rebooted and re-stated the case with a delay of less than 30 minutes. No other complications were reported.